Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 12.7mm syringes in an open poly bag from lot # 8344553. Customer states that the shield was detached. The returned syringes were examined and one sample exhibited a deformed stopper in the barrel. No other defects were observed on the returned samples. A review of the device history record was completed for batch# 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield detached) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone tank was empty. Corrective action: maintenance dispatch #52229 during the time of manufacturing for batch 8344553 filled the silicone on (B)(6) 2019. H3 other text : see h.10.

Event description:
It was reported that needle separation occurred before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the shield was detached."

Event description:
It was reported that needle separation and a deformed stopper occurred before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the shield was detached."

Manufacturer narrative:
The changes are as follows: f.10 device codes: 1354 / 1421.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle separation occurred before use with a syringe 0.3 ml 29ga 1/2 in. The following information was provided by the initial reporter, "the shield was detached."